Manufacturer narrative:
The primary di and manufacturer lot code were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that upon opening a tampon for use, she noticed the string was missing. Multiple attempts have been made to obtain further information regarding the consumer¿s experience and outcome; however, no further information has been received.